Manufacturer narrative:
G4: 03dec2020. B4: 04dec2020. The customer reported a ventilator was experiencing navigation (nav) ring issues. The device was evaluated by the customer, who confirmed the nav-ring was not moving. The customer contacted philips to schedule a repair date. The customer reported that he was scheduled to have a repair; however, no field service engineer showed up. Multiple good faith efforts were made to obtain additional information regarding the repairs and use of the device with no response from the reporter and therefore cannot be determined: 1. Emailed (B)(6); on monday, (B)(6) 2020 8:58 am; 2. Emailed (B)(6); on friday, (B)(6) 2020 6:46 am; 3. Call was made to (B)(6) on (B)(6), 2020 at 1:02 pm pst. Contact was not established. A voicemail was not able to be made because the mailbox won't allow it at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported a ventilator in which the nav-ring was not moving. There was no patient involvement or harm.